Event description:
It was reported to boston scientific corporation that a xenform tissue repair was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, the patient reported difficulty emptying her bladder. The event was reported as moderate in severity and the investigator assessed the event as pelvic floor related, probably related to the index procedure, and possibly related to the device. The patient was taught how to self-catheterize after each void and was recording post-void residual amounts. The event was reported as resolving.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.